Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229916. Presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, there was resistance pushing a 6/7f mynx control vascular closure device (vcd) into a 6f non-cordis sheath due to the slight/small opening at the tubing holding the sealant inside, which exposed the sealant prior to full entry into the sheath. The vcd was removed and another mynx device was inserted to complete the procedure successfully. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was used in an interventional procedure using a retrograde approach from the right common femoral artery for intervention of the left leg. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography and ultrasound, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was visible calcium/plaque in the vicinity of the puncture site. The sealant was not dislodged from the arteriotomy. The device storage temperature did not exceed 25 °c. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned along with the syringe for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found open. The sealant was present in manufactured position with a swelling condition resulting in sealant protrusion at the distal end of the sealant sleeves. Nevertheless, the sealant sleeves were observed to be in good condition with no damage evidence noted. The condition described of the sleeves possibly resulted from the sealant¿s exposure to blood. No additional anomalies or damages were observed. Additionally, the catheter sheath introducer (csi) of the complaint was not returned with the device. No other anomalies were observed. Per dimensional analysis, the slit length was verified and noted to be within specification. Per functional analysis, a deployment test was executed, and it was concluded that the deployment was simulated successfully. A product history record (phr) review of lot f2229916 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device since there were no damages noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the swollen exposed sealant protruding from the distal end of the sealant sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported since there were no damages noted to the sealant sleeves in the returned device; and the observed condition of the exposed sealant was likely due to the swelling of the sealant with blood during attempted insertion. However, vessel characteristics (there was visible calcium/plaque in the vicinity of the puncture site) and/or sheath conditions (although not returned) are possible factors. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was resistance pushing a 6/7f mynx control vascular closure device (vcd) into a 6f non-cordis sheath due to the slight opening at the tubing holding sealant inside, which exposed the sealant prior to entry into the sheath. The device tubing holding the sealant has a small opening exposing the sealant prior to the device fully inserted into the sheath. The vcd was removed and another mynx device was inserted to complete the procedure successfully. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach from the right common femoral artery for intervention of the left leg. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography and ultrasound, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was visible calcium/plaque in the vicinity of the puncture site. The sealant was not dislodged from the arteriotomy. The device storage temperature did not exceed 25 °c. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was resistance pushing a 6/7f mynx control vascular closure device (vcd) into a 6f non-cordis sheath due to the slight opening at the tubing holding sealant inside, which exposed the sealant prior to entry into the sheath. The device tubing holding the sealant has a small opening exposing the sealant prior to the device fully inserted into the sheath. The vcd was removed and another mynx device was inserted to complete the procedure successfully. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach from the right common femoral artery for intervention of the left leg. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography and ultrasound, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was visible calcium/plaque in the vicinity of the puncture site. The sealant was not dislodged from the arteriotomy. The device storage temperature did not exceed 25 °c. The device is being returned for evaluation.